Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic rotator cuff repair procedure on (B)(6) 2021, it was observed that after the needle on the expressew iii device passed through the rotator cuff, the needle happened to snap the suture. There were no broken fragments and no residue in the patient's body. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided. The device was brand new and the first use when the issue occurred.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during an arcr treating rotator cuff tear, after the needle on the expressew iii passed through the rotator cuff, the needle happened to snap the suture. The surgeon held the replacing suture far back in the jaw and retried, which the suture was snapped by the needle again. Next, he reloaded the needle on to the expressew. This time a new suture was not snapped, but the needle damaged the suture. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. The complaint device was received and evaluated. Visual observation under magnification reveals no structural anomalies on the functional end of the needle. Also, the suture and the gun used in the procedure were not returned for evaluation. It appears that the flag on the needle that helps load and unload the needle onto the gun is missing; therefore, it was not possible to test its functionality in the gun test. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. Bases on the visual inspection result and the condition of the device received; this complaint cannot be confirmed. Besides, the expressew gun where the needle is loaded was not received for evaluation, the needle cannot be determined to be the cause of the reported failure in this complaint and a root cause cannot be discerned for the user to have experienced this failure. As per IFU, inspect the expressew prior to use to ensure proper mechanical function. To load the needle, insert the sharp end of the needle into the rear of the instrument (near handle) with the flag up. Engage the needle by aligning the notch in the needle to the nub on the passer. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.